Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a hip arthroscopy, the device got jammed, the button to push/retract the knife didn't work. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-6527-01, retractable cannulated knife, straight, batch number 15248695, was received for investigation. Visual inspection revealed that the shaft was bent, and the handle was stuck in the upright position. Functional testing showed that the cutter failed to retract and extend as intended. The most likely cause is user error, resulting from excessive force applied while prying or leveraging the device during use. Complaint allegation is confirmed.